Manufacturer narrative:
An isi field service engineer (fse) has not been dispatched to the facility as the site has not made the system available for repair. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occured, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the customer experienced repeated recoverable faults on the camera arm. An error 22001 followed by an error 41049 occurred when the site would try to recover. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to move the arm into different positons but the fault returned after movement. The customer powered down and cycled the breaker on the back of the patient side cart (psc). Upon restarting, the fault did not show up right away but when customer went to home the system, the fault returned. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury.